Event description:
The patient's precision system was explanted due to an epidural infection. The patient was put on intravenous antibiotics.

Manufacturer narrative:
The devices were discarded by the medical facility and will not be returned for evaluation. A review of the sterilization records was found to be satisfactory. This is the final report.